Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient experienced a blood glucose of 50 mg/dl with severe dizziness and difficulty speaking associated with a loss of prime issue. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care and management. During troubleshooting with customer technical support, it was reported that the loss of prime had occurred multiple times. Reportedly, the patient did not change the cartridge since the issue started. This complaint is being reported because the patient allegedly experienced hyperglycemia because of a loss of prime issue.